Manufacturer narrative:
As per discussion between a medtronic rep and the site staff, they agreed that the inaccuracies were a result on technique rather than on the performance of the navigation system. The site attempted to use the system w/o proper training. The site staff were trained and the issue was resolved.

Event description:
A site representative reported they were doing a vertek biopsy with mach cranial and the tip stop point gave them a measurement that was 20mm too long (the software said 165mm and the actual measured length to the target was 145mm). They realized this and were able to compensate for it - the biopsy was taken properly, no impact to the patient. Confirmed that they were using the 1.9mm reducing tube (B)(4) with a nashold needle that is not image guided. The case was completed using the navigation system with no patient impact.